Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the device meets specifications as there was no failure found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported the bronchovideoscope is showing an communication error b30. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.